Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown

Event description:
Patient reported right side rupture, capsular contracture, baker grade unknown with pain and hardening. Treatment of anti-inflammatories and painkillers for two months. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, h6.

Event description:
Patient reported right side rupture, capsular contracture baker grade unknown with pain and hardening. Treatment of anti-inflammatories and painkillers for two months. Healthcare professional later reported right side pain, rupture, a capsular contracture baker grade iii, hardened breast, and later "presence of a cluster of microcysts located in the superomedial quadrant of the right breast at 2 o'clock, measuring a total of 0.8 cm, multiple linear echogenic areas on the right, arranged in ¿stair steps¿ and fine internal debris, conglomerate of cysts in the right breast" which is not device related. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side pain, a rupture, a capsular contracture baker grade unknown and hardened breast. Healthcare professional later reported right side pain, rupture, a capsular contracture baker grade iii, hardened breast, and later "presence of a cluster of microcysts located in the superomedial quadrant of the right breast at 2 o'clock, measuring a total of 0.8 cm, multiple linear echogenic areas on the right, arranged in ¿stair steps¿ and fine internal debris, conglomerate of cysts in the right breast" which is not device related. Device remains implanted.